Event description:
It was reported there was a lead fracture. It was further reported that during initial implant the lead had difficulty passing through the subclavicular area. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported there was a lead fracture. It was further reported that during initial implant the lead had difficulty passing through the subclavicular area. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned with the superior vena cava connector leg cut off and not returned. The lead was analyzed and no anomalies were found. It was noted there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.